Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details. B3. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that rotapro burr was stuck to the rotawire. The target lesion was located in the ositial right coronary artery. A rotawire drive and rotapro were selected for use. During the procedure, the burr was stuck to the wire after removing the device using dynaglide to retract it outside of the sheath. The devices were removed from the patient in one piece using standard technique. There were no complications and patient is expected to fully recover.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details. B3. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that rotapro burr was stuck to the rotawire. The target lesion was located in the ositial right coronary artery. A rotawire drive and rotapro were selected for use. During the procedure, the burr was stuck to the wire after removing the device using dynaglide to retract it outside of the sheath. The devices were removed from the patient in one piece using standard technique. There were no complications and patient is expected to fully recover.